Manufacturer narrative:
The investigation for the optical signal issue with the aic (console) has been completed. Console logs from the reported day of event were reviewed and are consistent with complaint and show that after connecting pump during case start, a ¿placement signal not reliable¿ event occurred, accompanied by event invalid_bad_snr_sample_mask (invalid sample due to snr below minimum). Calibration of the optical sensor failed, and case start wizard presented ¿optical sensor system error¿ prompt. Pump was disconnected, then reconnected, but ¿optical sensor system detection progress error¿ occurred. After consecutive attempt failed, the operator was prompted to replace the console. The real time (rt) log data corresponding to the case start indicated that optical snr was below 50, and lamp and gain were maxed out at 100% and 2.5 accordingly, indicating low quality and low power of optical signal. The console was returned for evaluation and a piece of debris (most likely fragment of white pump plug) was found lodged in the blue receptacle, which would result in air gap and very low snr and low power of optical signal. Optical ¿5s¿ parameters were measured (using two test cavities bypassing the blue receptacle) but results differed, depending on test cavity length. Monitoring of analog output of the ccd detector in optical bench revealed deformation of the baseline (presumably defect of ccd) which significantly lowered snr for shorter cavity lengths (higher values of pressure). Ultimately, the inability to start support with this console was due to perceived optical sensor failure was mostly caused by debris in pump connector preventing pump plug to be inserted fully, which resulted in an air gap lowering the snr.

Event description:
The user facility reported that during prepping the impella aic had optical sensor failure. The aic was exchanged. There was no patient harm.